Event description:
A flexima apdl catheter was being tested prior to placement for a drainage procedure in 2004. When the package was opened, a small crack was noticed at the distal tip of the catheter by the drainage holes. Another catheter was used instead.